Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their tm90 communicator wouldn't connect to their implant. Patient confirmed seeing the device not responding screen and that they were in the hospital during the time of the call, then stated that they were wondering if being in the hospital had something to do with the issue. Agent reviewed general device use, communicator best practices, and emi information. Agent also had the patient reposition the tm90 multiple times and retry, but patient still saw the same error message. Troubleshooting did not resolve the reported issue. Redirected to hcp to further address the issue. Agent tried to ask for event information, but patient stated that they didn't have the time to answer questions during the call. Additional information was received from the patient on (B)(6) 2026. They reported that they are having a problem connecting to their implanted neurostimulator. Patient stated they are seeing device not responding message. Agent walked patient through how to connect with their handset and communicator. Patient was not able to successfully connect to implanted device on the call. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. The patient mentioned unrelated medical history. This included patient mentioned they are in the hospital. Patient called back on (B)(6) 2026 regarding previously reported event. Patient mentioned that they had already received the new communicator but it still wouldn't work to connect to the ins. Agent walked the patient through but they still keep on getting the "device not responding" message even after repositioning multiple times. Patient repeated that they are currently at the hospital. Patient denied having falls or accidents. Agent redirected the patient to the hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back to report that they were still unable to connect to the ins due to getting a persistent 'device not responding' message. The patient was still using the replacement communicator and they confirmed the communicator was positioned directly against their ins. The patient repositioned the communicator several times, but continued to get the same message. The patient mentioned that they hadn't been able to get their managing hcp to check the ins because they have been sick and were in the hospital at the time of the call trying to get an MRI. Agent reviewed that the hospital could consider calling nas and request to have a local rep paged to see if they could come to the hospital and try to connect the ins themselves. The patient said they will give the nas phone number to the nurse to see if they can make that arrangement.